Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large suturecut needle driver instrument to perform failure analysis. Failure analysis investigation replicated/confirmed the customer reported complaint. The large suturecut needle driver instrument was found to have a broken grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument's wires snapped. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the wires snapped during use. There was no tissue damage or blood loss. There was no reinforcement material used. There was no procedure delay.